Event description:
It was reported to philips that the device ac adaptor is broken, making a loud noise and isn't able to charge. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The ac module was replaced under fco86100201a. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device ac module is broken - the battery is unable to charge. There was no patient involvement.